Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report the pca failed plunger force accuracy test during the check process was confirmed. As received, the pca was set to perform plunger force accuracy testing and confirmed failure. The cause of failure was isolated to the force sensor assembly part number tc10008744, sn: (B)(4). The syringe passed the entire calibration and check in process after force sensor assembly was replaced. Conclusion: report pca failed plunger force accuracy test during the check process was confirmed. Faulty force sensor assembly is the main cause of report failure. Rework: replaced force sensor assembly part number tc10008744, sn: (B)(4). Disposition: route to service for normal process.